Event description:
Broken exeter stem. Revision procedure booked for possibly (B)(6) 2021.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a exeter stem was reported. The event was confirmed through clinician review of the provided medical records. Method & results: -product evaluation and results: no product was returned for evaluation however a photograph was attached. The photograph shows an exeter stem with a head attached. The stem is fractured in half. -clinician review: a review of the provided medical records by a clinical consultant indicated: this inquiry reports the failure of a cemented femoral stem due to fracture. I can confirm that this event took place since I was able to see photos of the explanted device and xrays of the fractured stem. I was not able to see a revision operation report. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of femoral stem fracture or multi factorial including surgical technique factors, patient factors such as activity level and bmi, and implant factors. If an implant is well fixed distally and not well fixed proximally micromotion can occur which can result in fracture. The implant would have to be examined by a metallurgical expert to determine the type of fracture. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided medical records by a clinical consultant indicated: this inquiry reports the failure of a cemented femoral stem due to fracture. I can confirm that this event took place since I was able to see photos of the explanted device and xrays of the fractured stem. I was not able to see a revision operation report. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of femoral stem fracture or multi factorial including surgical technique factors, patient factors such as activity level and bmi, and implant factors. If an implant is well fixed distally and not well fixed proximally micromotion can occur which can result in fracture. The implant would have to be examined by a metallurgical expert to determine the type of fracture. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Broken exeter stem. Revision procedure booked for possibly (B)(6) 2021.